Event description:
When the device was used during a bowel procedure, the staples were malformed. The case was completed using sutures. The o.r. Time was extended an additional 1-1/2 hours. Subsequently the pt is doing fine.